Event description:
It was reported that during a biliary stone extraction procedure, a balloon rupture occurred. During an endoscopic retrograde cholangiopancreatography procedure, an extractor rx 12-15mm above retrieval balloon had been selected and advanced into the common bile duct (cbd). The physician was using the extractor rx 12-15mm above retrieval balloon to sweep the bile duct. On the third pass, the balloon ruptured. The device was able to be removed by unspecified means with no portion of the balloon left inside the patient. The procedure was completed with another extractor rx 12-15mm above retrieval balloon. There were no patient complications noted with the patient experiencing "no reported problems".

Manufacturer narrative:
Device analysis: the complaint sample was not returned for evaluation. The device history record could not be reviewed as the lot number is unknown. The most probable root cause of this complaint is operational context as the complaint may be due to contact between the balloon and a sharp exterior source.